Event description:
The physician was using a cautery pencil and the coag button did not operate. Another device obtained and the procedure continued. No patient harm.======================manufacturer response for cautery pencil, cautery pencil (per site reporter).======================giving a case of cautery pencils.